Event description:
It was reported that the continuous glucose monitor disconnected from the ilet, dosing stopped, and the user experienced a blood glucose of 234 mg/dl with a headache; the agent guided a fingerstick entry into the pump, reviewed alarm history, restarted the pump, and re-paired by toggling from g6 back to g7, after which the sensor began reconnecting. Symptoms included hyperglycemia and headache. Outcomes included temporary interruption of automated dosing with restoration of therapy after troubleshooting. Investigation included review of device history and alarms, guided troubleshooting, device restart, sensor-pump re-pairing, and confirmation of signal reconnection. Investigation of this case revealed a communication disruption between the ilet and the dexcom g7 resulting in loss of cgm signal to the pump and a therapy stop, with no hardware failure evident after restart and re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was a transient loss of cgm-to-pump communication resolved by device restart and re-pairing.